Manufacturer narrative:
This is one of nineteen manufacturer reports being submitted for this article. Model of device is known as "perimount", no version was indicated. Therefore, device model could be 6900, 6900p or 6900ptfx. The subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, according to the literature article, the study period was from december 2014 to october 2021. Thus, the first day of the reported study period (1 dec 2014) was used as the date of event. Article citation: wienemann, h., mauri, v., ochs, l. Et al. Contemporary treatment of mitral valve disease with transcatheter mitral valve implantation. Clin res cardiol (2022). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through revision of medical article " contemporary treatment of mitral valve disease with transcatheter mitral valve implantation" , the following event was identified as pertaining to an edwards device: patient 17, group (b). A 52-year-old male patient with a valve model 690031mm implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due to mixed stenosis (with mean gradient of 6.6 mmhg) and regurgitation. A 29mm transcatheter aortic edwards valve was successfully implanted within the pre-existing surgical device.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of nineteen follow-up manufacturer reports being submitted for this article. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.